Event description:
Reporter alleged the pt obtained discrepant blood glucose of 190 mg/dl on the advantage system compared back to back with a result of 36 mg/dl on the paramedic's system when testing was performed less than 10 min apart. Reporter indicated that the pt "felt funny" 4.5 hours after taking insulin based on value of 355 mg/dl. The paramedics were called and treated customer with a sugar spray. It was stated that customer then self treated with food and three cups of orange juice. No other actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.